Event description:
The nurse contact arjo and informed that one of the side rails was broken and it did not lock problem. The citadel plus evaluation conducted by the arjo service technician revealed that the side rail panel was partially detached from the side rail mechanism (screws holding it were ripped off) and it did not lock. Additionally, the side rail lower arm, both side rail upper arms and pivot rod (parts of the side rail assembly) were bent. The device was in use when the malfunction occurred. No harm occurred.

Manufacturer narrative:
The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. The technician who inspected the bed assessed that the side rail damage occurred due to collision between the side rail panel and one of width extension sections which allows to extended the width of the bed. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. The citadel plus instruction for use (831.374) instructs user to ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ please also note that the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rail was damaged and from that perspective, the citadel plus bed did not meet the performance specification. The device was in use. No injury was reported. The complaint was decided to be reportable due to the side rail panel partial detachment.